Manufacturer narrative:
The reported events of inability to interrogate, no magnet response, and premature battery depletion were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes the pacemaker presented with apparent rapid battery depletion. The patient was stable.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate and no magnet response. No changes were reported. The patient status was unknown.

Event description:
New information received notes the pacemaker was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
New information received notes the patient was stable.